Event description:
A customer contacted beckman coulter inc. (Bec) reporting an unknown amount of fluid leaking from the coulter ac-t diff analyzer and onto the counter. The leak was not contained inside the analyzer. The operator was wearing gloves and a lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012, for this event and found the side door filters not filling with fluid. The fse also observed that the probe wipe was dirty. The filters were replaced, along with the peristaltic tubing. The probe wipe was also cleaned. The issue was resolved upon completion of service. Per product labeling: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).